Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-09508,1627487-2024-09509 . It was reported that during the patient's system revision a part of the s1 lead remains implanted. No further intervention is currently planned.